Event description:
In 2002, the cryopreserved aortic valve and conduit was implanted into a pt with history of tetralogy of fallot (tof). The pt underwent a cardiac procedure using the aortic valve as a replacement (details not known). This valve was implanted and immediately removed since the implanting surgeon determined that the valve size was not optimal. A smaller aortic allograft was selected and successfully implanted. Following the procedure, the pt developed signs and symptoms consistent with sepsis including hypotension and increased acidosis. The final cultures from blood and peritoneal fluid grew e. Coli (esbl). Pt expired 6 days later. No sample was returned to cryolife for examination and no add'l info has been made available.